Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence on an undisclosed date and pelvic floor repair mesh was used. The patient experienced pain and erosion of her internal bodily tissue post operatively. No additional information was provided at this time

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 due to stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, urinary problems, infection, recurrence, bleeding, dyspareunia , vaginal scarring, abdominal hematoma, discharge, diverticulitis, indigestion, heartburn and depression. It was reported that the patient underwent a mesh removal on (B)(6) 2011; removal of mesh and implant of cadaver graft on (B)(6) 2011 due to bleeding, pain, infection and odor. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01340. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bleeding, and hematoma. It was reported that the patient underwent partial vaginal mesh excision on (B)(6) 2013, due to vaginal mesh exposure, vaginal pain and dyspareunia. It was reported that the patient underwent vaginal wound debridement, vaginal wound closure and cystoscopy on (B)(6) 2013 due to postoperative wound separation. It was reported that patient underwent bilateral sacrospinous ligament vaginal suspension, a&p colporrhaphy, enterocele repair, perineorrhaphy and cystourethroscopy on (B)(6) 2015 by dr. (B)(6) at  (B)(6) due to stage iii post hysterectomy pop w/cystocele, rectocele, enterocele and perineocele.